Event description:
It was reported that the power cord assembly on the 9600+system is damaged and intermittently does not allow system to boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The specific malfunction could not be verified, since the customer had their bio_medical staff repair the plug prior to arrival. Confirmed the repair of the plug. The system was found to be working as intended and placed back into service.